Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker. Technical services (ts) received and reviewed the reports and noted farfield oversensing on the presenting electrogram (egm). The patient experienced chest pressure and shortness of breath (sob). No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: patient codes, section h.

Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker. Technical services (ts) received and reviewed the reports and noted farfield oversensing on the presenting electrogram (egm). The patient experienced chest pressure and shortness of breath (sob). No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was provided the experienced chest pain and shortness of breath (sob) were not related to the reported farfield oversensing and the pacemaker was successfully reprogrammed to avoid future oversensing. No adverse patient effects were reported. This pacemaker remains in service.